Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
Although, the exact date of the primary surgery is unk, it was reported to have occurred approx 19 years ago. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the performed investigation, a need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.